Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during surgery the secondary energy was high. The stretcher locked and prevented any movement. The facility turned off the equipment and restarted but received a message that the gas pressure was low. The gas was replaced and after several attempts to restart the device, the procedure was canceled. Additional information has been requested.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During an onsite visit the fse (field service engineer) exchanged gas and halogen filter and successfully completed system verification to specification. Root cause is low gas level and empty gas bottle. The manufacturer internal reference number is: (B)(4).